Event description:
It was reported that the pt has been getting inratio2 inr results of 1.7 since (B)(6) 2013 and has been taking warfarin 15mg. On (B)(6) 2013, the pt was seen in the ER for exacerbation of chronic obstructive pulmonary disease (copd at which time the lab inr result was 4.9 and the inratio2 inr result was 1.7. The therapeutic range and the time between the testing was not provided. The pt was given levaquin and steroids. On (B)(6) 2013, the pt was hospitalized for copd and the warfarin dose was changed to 12 mg daily. There was no comparison inr result data reported. On (B)(6) 2013, the lab inr result was 1.1 and the inratio2 result was 1.7. The pt states that she does not verify the strip code or wait for the green light to come on in the meter before sticking her finger. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
Investigation pending.